Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance anomaly. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance anomaly. A new device was implanted. No additional patient effects were reported. Information from the filed indicated there were no issues with this device and it was electively explanted and replaced.

Manufacturer narrative:
This event is no longer reportable since information from the filed indicates there no device allegations or anomalies with the device, with it electively explanted and replaced.